Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that insulin would not go through the tubing. The blood glucose at the time of the incident was 156 mg/dl. They were able to prime after changing the reservoir and infusion set, but the mother stated that the issue was the reservoir. The reservoir will be returned for analysis.